Event description:
It was reported that the pump displayed lec1836. There was no reported patient involvement.

Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. The device was visually and functionally tested and the customer reported issue was able to be confirmed. The cause of the issue was either a faulty photo switch or faulty motor. The downstream occlusion (dso) sensor was replaced as well as the photo switch/motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.